Manufacturer narrative:
Product involved in incident was returned to arkay USA and forwarded to the manufacturer for evaluation. The manufacturer tested the returned devices, which performed to specification. Retain devices were also tested and performed to specification. Complaint unconfirmed, no failure detected. Manufacturer determined failure was due to the user not following the instruction for use. Because of user error associated with this device, the manufacturer will be implementing changes to the labeling which better explains the proper use of the product.

Event description:
Part 236132. Customer stated that some of these needles are difficult to penetrate the skin and then if they can penetrate the skin, the patient hears a "pop" noise, and when the patient pushes the button to administer the insulin, only a little bit of insulin comes out and the proper dosage is not administered. Patient then tries another device until he's able to get the proper dosage of insulin. Caller stated that this last prescription there are a lot of needles in this box that are not working correctly. Patient has been using pen needles for a long time, and has been using techlite pen needles since (B)(6) 2018. Customer is doing injections in his belly. Replaced pen needles and sent rl. Lot x56p7 - 2022-06-01.

Manufacturer narrative:
Updated investigation results were received from the manufacturer with new additional information. Arkray USA originally filed this MDR as an adverse event. The manufacturer classified as a malfunction.